Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device had reached elective replacement indicator (eri) in less than five years. It was noted that the right ventricular (rv) lead has high thresholds and because the rv lead is fourteen years old the physician elected to keep the rv lead intact since it still functions fine. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.